Event description:
It was reported the lower screen of the epg (external pulse generator) was cracked. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken and the display is scratched. Upper and lower cases are broken. Ring cover and two side bail covers are broken. Battery release, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed. The ring is missing and two side bails are missing/bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.